Event description:
The account alleged that a cable was pulled out of the bed and bare metal wires are visible. The account couldn't identify exactly what cable had been pulled out.

Manufacturer narrative:
The technician found the cable pulled out of the hand pendant. The technician replaced the cable for the hand pendant to repair the bed.